Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2010 the patient underwent an endoscopy and it showed moderate amount of diverticular disease, polyps and hemorrhoids. On (B)(6) 2010 the patient experienced pelvic pain secondary to intravaginal/rectovaginal/perirectal hemostatic packing that was surgically removed. On (B)(6) 2011, the patient reported that pelvic pain, fatigue, fullness, and constipation were almost completely resolved. Upon examination the vagina was healing well, the small anterior compartment defect cuff was well suspended and reports of non- specific lower back pain. (B)(4) - diverticular disease; polyps; hemorrhoids; fatigue; fullness.

Manufacturer narrative:
(B)(4). Fecal incontinence. Constipation. It was reported that mesh was implanted to treat pelvic organ prolapse. The mesh was surgically removed on (B)(6) 2010 due to vaginal pain, rectal discomfort, fecal incontinence, constipation, aggravation of back pain and urinary tract infections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.